Manufacturer narrative:
This device was returned, evaluated and retained by this MFR. The engineers performed a pressure test and the balloon would not inflate. The balloon was placed in a warm water bath, however, still would not inflate. The catehter shaft was then cut in one inch increments, starting at the lap weld and continuing proximally to find the blockage. Twenty-three inches from the lap weld an occlusion in both lumens was found. The lumens were occluded with dried contrast.

Event description:
Difficult deflation was encountered during a renal angioplasty after multiple inflations. A guidewire was inserted through the balloon lumen which resulted in balloon deflation. The procedure was successfully completed with this balloon. The pt's condition is good and has been discharged. This device has not been received for evaluation, therefore, no failure analysis is available. Co's directions for use state: "when dilatation has been completed, deflate the balloon by applying suction to the balloon lumen. The larger the syringe diameter, the greater the suction that is applied. For maximum deflation a 20cc syringe is recommended."